Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance, due to severe low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 270 mg/dl by the time the paramedics came. The customer was given glucagon to treat. The customer experienced symptoms such as a seizure. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call dropped and the caller did not answer the call back. The insulin pump will not be returned for analysis.